Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 50 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.